Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was not responding. Customer stated that she was using the bolus wizard and was about to enter her carbs when the numbers started ramping up and would not stop. Customer stated that she was unable to stop it. Customer took the battery out and then put in a new one. Customer stated that it is still doing the same thing. Customer's blood glucose was 11.4 mmol/l. The pump does not have any physical damage and has not been exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.